Manufacturer narrative:
Associated medwatches: 9610612-2019-00969 ((B)(4) nx031z); 9610612-2019-00998 ((B)(4) nx053z). General information: we received a complaint about one nx031z -> as vega ps femoral comp.cemented f5n r and one nx053z -> as vega ps tibial plateau cemented t2 from the (B)(6) hospital, (B)(6), USA. The provided devices were decontaminated internally according internal standards. Consequences for the patient: post-operative medical intervention was necessary a revision surgery. Investigation: the available components have been examined visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". The available tibial component and femoral component show no abnormalities or serious visible damages. In the delivered condition, the tibial component show partly bone cement adhesion. The femur component shows only little residues of bone cement adhesions. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is probably usage related. Rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that there were problems with the cement technique. Potential sources of faults relating to the cement: · the processing time of the used cement was exceeded; · wrong temperature; · unfavourable storage; · the age of the cement; · wrong handling with the cement. Corrective action: product safety case was initiated . Any action regarding CAPA will be addressed within the product safety case

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps femoral component. According to the customer report: " revision surgery for a primary vega total knee arthroplasty (tka) was performed. The surgeon opened the patient's knee as usual and the original intention was to do a poly swap. " as soon as the knee was exposed, it appeared that the vega tka components were loose. The implants were removed. "There was cement fixed to the bone, but no cement fixed to the implants". This incident did cause or contribute to a delay of 60 minutes during surgery. A revision tka implant was needed. Additional information was not provided nor available / was not available. The adverse event is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00998 ((B)(4) nx053z).